Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: patients aged five months to (B)(6) years old. Sex/gender: both males and females. Date of event: unknown. Serial#: unknown. Catalog#: partial catalog # is unknown. Expiration date: unknown. UDI #: UDI # is unknown. If implanted; give date: unknown. If explanted; give date: unknown. The shunt products are not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. Additional codes: (B)(4). Tai, a. X., song, j.c., (2014, december) surgical outcomes of baerveldt implants in pediatric glaucoma patients. Journal of aapos, 18(6), p.550-553. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reports 2 cases of tube erosion, requiring additional surgery, 1 case of corneal decompensation requiring additional surgery, 1 bleb encapsulation requiring additional surgery, 1 case of cataract development, 3 cases of uncontrolled intraocular pressure, 2 device replacements, 1 loss of vision to no light perception, and 2 cases of decreased vision. In this study cohort however, baerveldt glaucoma implant (bgi) surgery effectively reduced increased intraocular pressure (iop) in pediatric patients with refractory glaucoma.